Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and seroma-late.

Event description:
Healthcare professional reported, via customer portal left side rupture. Double capsule, seroma, "scattered papillary growth", "breast enlargement/pain" and "textured". Device has been explanted.

Event description:
Healthcare professional reported via customer portal left side rupture, double capsule, seroma, "scattered papillary growth", "breast enlargement / pain", and "textured". Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ anxiety-product/ procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported via customer portal left side rupture, double capsule, seroma, "scattered papillary growth", "breast enlargement / pain", and "textured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿seroma: unable to observe as it is not related to the manufacturing process. ¿rupture: observed an opening assessed as fold flaw opening ¿pain: unable to observe as it is not related to the manufacturing process. ¿double capsule: unable to observe as it is not related to the manufacturing process. ¿anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.